Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed and no anomalies were found.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited a pacing problem and that pauses were observed. The right ventricular (rv) lead exhibited high and variable thresholds and pauses resulting from non-capture. The right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing and small, fluctuating p-waves. P-wave asystole was also observed. The left ventricular (lv) lead exhibited a rise in thresholds leading to non-capture. The patient experienced heart block. The leads were reprogrammed and remains in use. The crt-d remains in use. No further patient complications have been reported as a result of this event.